Manufacturer narrative:
Analysis found the motor seized and cannot perform pre-temperature test, the unit froze due to corroded motor and collet. Unit is physically damaged and is scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the handpiece was making grinding noise and got very hot. There is no patient impact.